Event description:
An improperly discarded hand-held cautery device started a small fire in a sharps container bucket. Responding staff activated the fire alarm, evacuated pts present in the smoke compartment and extinguished the fire. No pts required any treatment resulting from the incident, which occurred in minor surgery. Investigation revealed that 4 cautery units were discarded into the sharps container with their tips intact and without the protective cover on (cap instructions state "replace cap when not in use. For safe disposal, break off tip with hemostat and replace cover cap. Failure to follow these instructions could result in fire."